Event description:
Caller reports lancet protrudes beyond the end cap of the softclix device. Caller states that the ejector sleeve slides and cap comes off of the device, causing accidental fingersticks. No medical treatment needed. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.